Event description:
It was reported that when attached to the defib analyzer the device will prompt "connect electrodes". There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported issue was determined to be an ic chip, designator u19, on the digital pcb assembly. The customer was provided with a replacement device.